Manufacturer narrative:
(B)(4). The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker declared safety mode. It was noted that the last remoted transmission was three days prior. The patient was not pacemaker dependent at the time. The patient underwent a revision procedure in which the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker declared safety mode. It was noted that the last remoted transmission was three days prior. The patient was not pacemaker dependent at the time. The patient underwent a revision procedure in which the device was explanted and replaced. No additional adverse patient effects were reported.